Event description:
The evis exera ii duodenovideoscope was returned as part of an annual inspection process. During routine inspection of the device by olympus, it was found that the inside of the light guide lens was dirty. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: establishment address: j.j. Empire building opp. Gandhi college majura gate ring road. Noting due to character limit. The device was returned as part of an annual inspection process. In addition to dirt being found inside the light guide lens, there was a stain and foreign material found on the forceps elevator due to insufficient cleaning. Other evaluation findings include the following: a deformed plastic distal end cover, a detached bending section cover adhesive, a wrinkled connecting tube, a cut on the image guide protector, discoloration on the scope cover, a shaved suction cylinder, a dent on the forceps channel port, corrosion on the light guide cover glass, a dirty light guide lens, and a less than standard value of the bending angle in the up/down/left/right direction due to wear of the angle wire. It was also found that the play of the upward/downward knob and the right/left knob were out of standard value due to wear of the angle wire. Lastly, there were scratches on the following parts: the control unit, the scope cover, the grip, switch #1, the right/left knob, the upward/downward knob, the universal cord, the suction connector, and the scope connector cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.